Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error alarm. It was reported that the time was wrong and could not be adjusted. Insulin pump did not pass self-test. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The time/date functioning properly noted. No unexpected error alarm noted. The device was received scratched case and pillowing keypad overlay.